Event description:
It was reported that an alert for an extended charge time limit reached was received. A manual capacitor was performed and resulted in a normal charge time. The patient will continue with routine follow ups. No adverse consequences to the patient after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.